Event description:
During the webs procedure, after inserting the device into the patient, it was noted that the guidewire could not be inserted into the sheath. Upon removal of the device, it was observed that the sheath had been punctured. The device was exchanged, and the procedure was completed with no adverse patient health consequences.

Manufacturer narrative:
One 8.5f swartz braided introducer sheath and dilator were received for evaluation. No resistance or other functional anomalies were noted during guidewire insertion through the returned dilator. The dilator distal tip had been split and one of the vacuum relief holes at the distal end of the sheath was stretched and bent. Functional testing confirmed contact between the dilator distal tip and the damaged vacuum relief hole, consistent with the reported sheath damage. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The cause for the reported guidewire insertion difficulty remains unknown. The root cause of this issue was determined to be consistent with a design related issue due to the location of the vacuum relief holes on the sheath curve.